Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the customer stated the string of the prograsp forceps instrument got damaged during the manipulation of tissue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) stated the string got damaged; the damage was at the distal tip in trip of the instruments. There was not any missing material. There was no tissue stuck between the jaws. The jaws were opened using the surgeon console command. The instrument was not moving in reversed direction, the instrument was unable to move, the instrument stopped moving.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.